Manufacturer narrative:
While the customer has returned photos of the product, coordination for actual product return is underway. At this time, the device has not been returned for evaluation.

Event description:
It was reported by a patient's spouse that after surgery for cervical spine fusion on friday, (B)(6) 2016, the anesthesiologist was unable to remove the endotracheal tube from the patient. He reports that according to the first anesthesiologist, the balloon would not deflate. He then cut the inflation lumen to ensure it was fully deflated, and still could not remove the tube. The patient was transferred within a few hours to an inpatient facility's ICU department. Here, the initial reporter states that the second anesthesiologist believed that tracheal swelling was the only thing holding the tube in place. The patient received steroids for inflammation, pain medication, and continued to be sedated as she was still intubated. The physicians were unable to extubate, but considered a tracheotomy due to fear that the tube would be spontaneously ejected if the patient were to wake up and cough or fight the tube. Early sunday morning (B)(6) the patient was transferred to a third facility at the request of the physician. At this time, the medical team was able to introduce a smaller lumen of some kind into the previously cut inflation lumen, re-inflate the cuff, and clamp the lumen with a hemostat device to stabilize the endotracheal tube in its place. On tuesday, (B)(6), another anesthesiologist was consulted, and she was able to remove the tube and replace it with a smaller sized tube using an airway tube exchanger. The patient remained sedated and intubated until wednesday, (B)(6). The original facility's chief nursing officer stated, "the 7.0 nim emg tube was not on the recall list nor do we have any reason to think that the tube malfunctioned in any way. The patient's diagnosis was severe airway edema after having a 2 level cervical decompression and fusion surgery." Currently, the patient's spouse reports that she is following up with a new ent physician. She continues to experience a sore throat, a foreign body sensation low in the throat, some shortness of breath, some difficulty swallowing, and apparent mild memory loss. The initial reporter states that on initial follow up with an ent physician, it was stated that her vocal folds were "very red" but that nothing else abnormal was seen on exam.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.